Event description:
An incompatible application issue was reported with the abbott diabetes care (adc) device in use with iphone 15 with ios operating system version 26.2. As a result, customer was unable to monitor glucose readings and no glucose alarms. The customer experienced blurred vision, hallucination, loss of consciousness and reported to have self-treated with sugar and apple juice after regaining consciousness. Subsequently, customer went to the hospital and received urinary catheter, anti-inflammatory and antibiotic medicine. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible application issue was reported with the abbott diabetes care (adc) device in use with iphone 15 with ios operating system version 26.2. As a result, customer was unable to monitor glucose readings and no glucose alarms. The customer experienced blurred vision, hallucination, loss of consciousness and reported to have self-treated with sugar and apple juice after regaining consciousness. Subsequently, customer went to the hospital and received urinary catheter, anti-inflammatory and antibiotic medicine. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported sensor values are lower than capillary test. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.